Event description:
During a liver resection procedure, some resistance to fire the device was felt. The device was released and removed from the hepatic artery to find that it had only partially fired 50% of the way across the hepatic vein and it did not cut. The staples were malformed. There was a hole in the hepatic vein. This caused a sudden blood loss of more than 1 litre until control of vessel established with a clamp and the vessel oversewed. A blood transfusion was required.